Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the patients received more IV fluids than intended. The tubing sets were being used to deliver 0.9% sodium chloride at a rate of 100ml/hr. The cair clamps were used to regulate the flow rates. After unspecified lengths of time in use, it was reported that "the rate is very difficult to regulate with the roller clamp. The rate changes on its own." The customer contact reported the flow rate was readjusted using the cair clamp and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact reported the devices were discarded.